Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg; implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that an insulation break was visible on the right atrial (ra) lead under fluoroscopy. The lead was capped and replaced. No patient complications have been reported as a result of this event.